Manufacturer narrative:
The customer clarified that there were two samples from the same patient with discrepant troponin t results. The correct summary of data is as follows: sample 1: run 1 = 662 pg/ml on e 801 a on (B)(6) 2023 run 2 = 7.5 pg/ml on e 801 b on (B)(6) 2023 run 3 = 13.1 pg/ml on e 801 b on (B)(6) 2023 (supernatant) run 4 = 8.04 pg/ml on e 801 b on (B)(6) 2023 (lower layer) sample 2: run 1 = 7.33 pg/ml on e 801 a on (B)(6) 2023 run 2 = 4.5 pg/ml on e 801 b on (B)(6) 2023 run 3 = 5.06 pg/ml on e 801 b on (B)(6) 2023.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on two cobas e 801 analytical unit analyzers. The first sample initially resulted in a troponin t value of 662 pg/ml when tested on e 801 analyzer a. The second sample collected on (B)(6) 2023 resulted in a troponin t value of 4.5 pg/ml when tested on e 801 analyzer b. Since the result from the second sample was considered normal, the first sample was repeated on (B)(6) 2023 on e 801 analyzer b, resulting in a troponin t value of 7.5 pg/ml. The first sample was repeated on e 801 analyzer a on (B)(6) 2023, resulting in a troponin t value of 7.33 pg/ml. The first sample was repeated on e 801 analyzer b on (B)(6) 2023, resulting in a troponin t value of 5.06 pg/ml. When checking the condition of the first sample. The serum was divided into two layers. The upper layer was clear and the lower layer was turbid. The supernatant was tested on an unknown analyzer, resulting in a troponin t value of 13.1 pg/ml. The lower layer was tested on an unknown analyzer, resulting in a troponin t value of 8.04 pg/ml.

Manufacturer narrative:
An e 801 analyzer serial number of (B)(6) was provided. It is not known if this serial number is for e 801 a or if it is for e 801 b. The serial number for the second e 801 analyzer was requested, but not provided. The investigation is ongoing.

Manufacturer narrative:
The first level calibrator signals were within expectations. The second level calibrator signals were lower than expected. Quality controls were within range on the day of the event. Upon review of the alarm trace, sample clot detection, sample foam detection, and sample short alarms were observed on the day of the event and the next day. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling.